Event description:
The reporter states that the bed's head is kinda sunk-in, its not inclined as it should. He has been using the device since 1 year. He thinks it's the hospital bed that's faulty, but not sure. He did not report any adverse event. This report captures hospital bed. Pt: 4582. Device: 3005, 2506. Ref: mw5189684.